Event description:
It was reported that the patient with this right ventricular (rv) lead stated they were feeling dizziness while doing bench press. The clinic noted noise as ventricular fibrillation (vf) on transmission with no inappropriate therapy delivery. The patient had pauses up to six seconds. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.